Event description:
It was reported that the patient experienced a cramping and "pulling down" sensation of the big toe immediately after implant one year ago, which had continued to the present. The patient turned the therapy off three weeks ago, but the sensation did not cease. The sensation was stronger when the patient was in a supine position. The patient's sensitivity threshold was very low; therapy was running at .35v. The health care professional reprogrammed the stimulator successfully, but the patient was still having problems: the device would not turn off. The device was explanted and a small part of the lead was left behind, of which the patient is aware. There were no post-operative complications and the patient had no complaint about pain in his back. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).